Event description:
Patient reported right side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade IV, multiple lymph nodes, strong pain. The device has been explanted.

Event description:
Patient reported right side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade IV, multiple lymph nodes, strong pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side "massive symptoms". Patient later reported, skin rash, capsular contracture, baker grade unknown, multiple lymph nodes, strong pain. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6. Reason for reoperation: seroma.

Event description:
Patient later reported "severely hardened breast, swelling of the breast, late seroma ¿ and large size difference" diagnosed by ultrasound. Pathological test reported no indication of malignancy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a; d9.

Event description:
Patient reported right side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade IV, multiple lymph nodes, strong pain. Patient later reported "severely hardened breast, swelling of the breast, late seroma ¿ and large size difference" diagnosed by ultrasound. Pathological test reported no indication of malignancy. Device has been explanted.

Event description:
Patient reported right side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade IV, multiple lymph nodes, strong pain. Patient later reported "severely hardened breast, swelling of the breast, late seroma ¿ and large size difference" diagnosed by ultrasound. Pathological test reported no indication of malignancy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.